Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the mildly tortuous and mildly calcified common iliac vein. A 14-6/5.8/75 xxl vascular balloon dilator was advanced for post-dilatation. However, during the second inflation at approximately 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: an xxl device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 12mm in length and was located on the distal region of the balloon. An examination of the balloon material and the tip region identified no issues. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination of the shaft identified no issues. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the mildly tortuous and mildly calcified common iliac vein. A 14-6/5.8/75 xxl vascular balloon dilator was advanced for post-dilatation. However, during the second inflation at approximately 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed. There were no patient complications nor injuries reported.